Event description:
It was reported that the patient received a vibratory notification. A remote transmission could not be completed due to the patient's non functioning adapter. The patient was brought into clinic and was found to have an unexpected reset on the implantable cardioverter defibrillator (ICD). A device download was performed successfully. The issue was resolved. The patient was stable.